Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-40849. It was reported that the pacemaker was explanted and the right ventricular (rv) lead was capped on (B)(6) 2022 for an unreported indication. The pacemaker and the rv lead were replaced. Patient status was not reported.